Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. No products or medical records were received. Device history record (DHR) was reviewed and no discrepancies were found. Per package insert for the gender solution natural-knee system, pain, poor range of motion and loosening are known adverse effect of this system. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: nkii tibial plated, catalog #: 630700220, lot #: 62053467; nkii articular surface, catalog #: 00542401109, lot #: 62130345. (B)(6). Customer has indicated product will not be returned as product location is unknown. The investigation is in process. Once the investigation is completed, a follow-up report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00852, 0001822565-2019-00853, 0001822565-2019-00854. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported patient underwent left total knee arthroplasty. Subsequently, patient was revised due to pain, loosening and decreased range of motion.